Event description:
While the surgeon was performing a laparoscopic sleeve gastrectomy, the harmonic stopped working. The surgeon would grab tissue, close the handpiece and no energy was being delivered. The device was also resetting so it would need to be re-activated. A new handpiece was opened while we were waiting for a new cord but would not work. Another generator was also brought into the room. The new cord was attached to the new generator and it said no uses left on the cord. The inside of the cord looked new so we attached it to the other generator and it worked fine for the remainder of the case. The cords and hand piece were sequestered and taken to purchasing with product failure forms. The ethicon rep was also contacted. While at our regular safety meeting, the event reporter informed the group about our issues. We have had similar problems with this product in the past. When speaking with other staff it sound like the devices have needed to be reset more often. When this occurs the staff has been red tagging the cords. Charge nurse was also notified.